Event description:
Additional information was received from the patient. They reported that they will have the healthcare provider (hcp) take it out if they cannot get it to work where needed. They have another meeting and will find out if they can fix it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their therapy has not been working for them for the last 2 months since the implant was put in. Caller stated they were put on a program and told to wait 2 weeks and call back if it didn't work. Caller added that they are not getting any relief on the right side at all. Caller noted they have worked with 3 different ladies at their doctor's office, but they don't remember who they were or what their names are. Caller mentioned that the girls before just told them to switch dials, but that hasn't made a difference. The patient was redirected to their healthcare provider to further address the issue. Additional information from the pt indicated that they have relief if the therapy is up on high, but not when turned down. They stated it is just not working the way it should. They stated that their hcp is going to give them a shot to help with pain. Additional information was received from the pt. Pt stated their stimulation goes up the right leg, across their lower abdomen, and down their left leg and does not go up their back which is where they need it because that is where their sciatica is. Patient stated they have tried all of the groups and "they send me back to a," which agent understood to be in reference to previous call. When asked event date, stated quite a while. Agent reviewed information and the patient was redirected to hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.